Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a connection issue with the latch column. A field service engineer applied conductive grease to all latch microswitches. Tightened all harness connections to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was constantly failing. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.